Event description:
It was reported that the patient presented to the hospital after receiving shock from the device. The physician checked the patient and found lead dislodgement. The lead was explanted when a reposition attempt was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.